Event description:
It was reported that the patient with this implantable pacemaker indicated the device was replaced due to a run out battery. The patient reported the device battery being ran out for approximately six months and also feeling tired and that something was wrong with their heart rate. As a result, the hospital replaced the device. Technical services (ts) reviewed latitude for the device and observed the device entered safety mode on (B)(6) 2023. No additional adverse patient effects were reported. The device is not expected to be returned as the replacement procedure was performed without presence of a company representative and the device was not handed for evaluation.